Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy during patient had exercise. Data showed that device delivered anti-tachycardia pacing (atp) and inappropriate therapy. The therapy was exhausted. Additional information obtained from the field representative indicates that the physician adjusted the patient's medication and the rate cut off (rco) was increased. This device still remains in service. No adverse patient effects were reported.